Event description:
(B)(4). According to the information received a user reported that he had 4 boxes of catheters with the same lot number. The user claims that he has tried catheters from each box and they all my rough eyelets which are scratching his urethra.

Event description:
(B)(4). According to the information received a user reported that he had 4 boxes of catheters with the same lot number. The user claims that he has tried catheters from each box and they all had rough eyelets which are scratching his urethra.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed. Follow up #1 90 devices were returned and inspected. All devices were deemed acceptable. Based upon the evaluation of the returned products this complaint cannot be confirmed as reported.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.